Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the surgeon was able to press the green button and fire the device but it stopped halfway. Two reloads were used in the event which lead to incomplete distal part. A competitor's device was used to complete the procedure.